Manufacturer narrative:
(B)(4). The customer reported that the ventilator had been on the shelf for about 4 months without being charged. The customer reported that the ventilator was left charging over night but still incurred the same battery alarm. The evaluation and repair of the device has not been completed.

Event description:
It was reported that, an ht70 plus ventilator generated a battery alarm. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(4). The evaluation was be performed by a non-medtronic/covidien service provider. The provider reporter to have replaced the internal battery to resolve issue. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
Covidien reference number: (B)(4). Correction: date on follow up #1 should have been (B)(6) 2016. Device evaluation information was updated to better reflection the investigation results. The device was returned for evaluation. An investigation was performed on the back up battery and the alleged malfunction was confirmed. Statement: "the evaluation was be performed by a non-medtronic/covidien service provider. The provider reporter to have replaced the internal battery to resolve issue. Covidien was not authorized to evaluate the device" on follow up #1 did not properly capture the repair and evaluation. The device was returned for warranty repair. The back up battery was replaced to correct the alleged malfunction.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.